Event description:
The physician reported that the patient had an infection and is now on antibiotics. Further information has been requested from the hcp but has not been received at the time of this report. A follow-up medwatch report will be sent if further information is received.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.